Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked the patient was treated at our hospital for a lung infection and there was blood oozing from the vein two hours after the intravenous needle was performed.

Manufacturer narrative:
1. DHR bhr review batch code 3290181, sku 383019. 1 this batch of products were assembled at intima ii auto line 3 in (B)(6) 2023, and packaged at cfs package line in (B)(6) 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4 review incoming inspection records of catheter, no abnormalities. (Material number b5190aal, batch number 2327996, 1055524, 3142537 . 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for penetration force test, the needle tip force, catheter tip force and catheter drag force all meet the product specifications. Please see attachment for test reports. 4. The occurrence of complaint may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that insert the needle at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle, do not withdraw the needle core prematurely, and to avoid multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion : no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not received, relevant tests and analysis cannot be conducted, the root cause of blood oozing from the vein cannot be determined.

Event description:
No additional information provided.